Event description:
It was reported that the patient had false aneurysm at the scarpa and medical intervention was administered. It was reported that the event was not device related, but definitely procedure related. The prognosis of the patient was reported to be excellent.